Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the seizures were simple partial seizures with somatosensory or special sensory symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue was unrelated to the ablation system.

Manufacturer narrative:
Description of problem or event: the reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). Device evaluated by MFR: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, the patient experienced a new type of seizure. Additionally, the patient experienced discomfort in their stomach described as "butterflies" that had no progress towards impaired awareness. Per the investigator, the relatedness to the ablation system is unknown, the relatedness to the procedure is unknown and the relatedness to anesthesia is unknown.